Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds, high and rising impedance. The rv lead also showed signs of impending fracture. The rv lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.